Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 2.3. Date: (B)(6) 2011; 0.9. Pt's therapeutic range is: (2.0 - 3.0). Caller had a lab draw on (B)(6) 2011, but does not have value available. No changes in diet or medications reported.